Event description:
It was reported that the dr placed a fluency stent graft in the mid superficial femoral artery (sfa) without using a sheath. After a good path from access to site, dr was over the horn mid-sfa when attempting to deploy the stent graft. Deployment was described as very difficult, & as fluency was 1/8th deployed, the catheter split 4cm from distal end. Dr was able to get fluency out of the catheter & it implanted 6cm proximal to the lesion. Dr did not use another device. He will monitor the lesion instead.